Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. In a product experience report received on 04/05/2018 it was noted that the lead exhibited oversensing and impedance. The physician was dr. (B)(6) at hospital (B)(6) in (B)(6) , spain. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).